Event description:
Medtronic received information that pump error 53 alarm occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver 4.11e. Retainer = black. Customer returned pump for an alleged pump error 53 alarm again, like what happened last month, found on (B)(6) 2021. The pump passed the self test and the displacement test. Successfully downloaded the trace/history files using thus. No unexpected pump error 53 alarms noted during testing however, the downloaded history files confirmed pump error 53 alarms (line number 3540 file number 26) on (B)(6) 2021 at 01:06 and (line number 1375 file number 188) on (B)(6) 2021 at 21:08 were triggered due to a software error. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Pump error 53 alarm is confirmed. Pump error 53 alarm located in the history files due to a software error.